Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was going to have a magnetic resonance imaging (MRI) scan because the doctor was concerned about the patient maybe having some back pain and maybe an infection around the pump. It was reported that this was just speculation but this was why the MRI was being done. No further complications were anticipated/reported.